Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2015. Subsequently, patient was hospitalized due to a superficial infection on (B)(6) 2015. The infection resolved on (B)(6) 2015. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.